Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they had experienced a pump error on their insulin pump. The customer's blood glucose level was unknown at the time of the incident. The customer sent the product back for analysis.

Manufacturer narrative:
The device was received with critical pump error and unable to download due to moisture damage on the electronics assembly. Unable to performed displacement test, rewind test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, self-test, prime and seating test due to critical pump error. The device was received with cracked retainer, cracked case at battery tube side, minor scratched display window, fading serial number label and scratched case.